Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the pt's scs system revision surgery (ref. Medwatch # 1627487-2014-05327) a dural tear occurred. The pt experienced a headache a day after the procedure but no intervention was taken. The pt was advised to lay flat and the headache reportedly improved. F/u on (B)(6) 2014 identified the headache has resolved.